Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing heartmate 3 lvas, serial number (B)(6) and no further events have been reported at this time. The hm3 lvas IFU lists potential adverse events, including peripheral thromboembolic event, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as potential late postimplant complications. Furthermore, the IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unable to be weaned from the temporary right ventricular assist device (rvad) and would need a transplant.

Event description:
It was reported that during implant of the left ventricular assist device (lvad) an echocardiogram was done and the need for temporary centrimag right vad (rvad) support was necessary. Additional echocardiography was done as part of the rvad weaning. During the weaning a left atrial and a pulmonary artery thrombus were revealed. The cause was likely heparin-induced thrombocytopenia. The patient was emergently taken to the operating room. Initially the heartmate 3 was decreased to 3000 rpm for 10 minutes, and then the heartmate 3 pump was stopped for 30 minutes. The thrombus was removed and the surgeon de-aired the pump by creating retrograde flow to the lvad while the patient was on bypass. The pump was restarted at 4200 rpm. An echocardiogram was done at the patient's bedside, which revealed a centered inflow cannula, no thrombus in the left atrium, and the aortic valve opening with every beat.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.